Manufacturer narrative:
The device was not returned for evaluation as it was reported that the devices are the property of the patient and are not being returned. A device history record could not be conducted as the device lot numbers are unknown. A review of the complaint trend analysis found no observed complaint trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. Device is property of patient.

Event description:
It was reported that the patient experienced pain. Revision surgery found a broken and loose rod and connector which were removed. See mfg report no. 1526439-2013-18394 for the rod that was involved in this event.